Manufacturer narrative:
Product was returned for investigation. No defect was found. Fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient was still attached to the pump when they primed and has a blood glucose (bg) of 20 mg/dl with confusion, cognitive impairment, and difficulty speaking. The patient had received multiple loss of prime alarms prior to this incident. The patient was treated in the ER with IV glucose and food and drink. The cartridge was returned to animas for investigation and no defect was found. This complaint is being reported because the patient experienced hypoglycemia subsequent to a use error.